Manufacturer narrative:
Initial.

Event description:
It was reported that after an infusion site change, the user experienced elevated continuous glucose readings with the ilet system while using an inset flex infusion set; troubleshooting confirmed proper tubing connection, immediate drops on fill, and a normal-appearing site, and an infusion site change was advised and completed with glucose returning to range. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.